Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in repeated episodes of peritoneal inflammation. The breach in aseptic technique was further described as improper operations. Prior to the peritoneal inflammation events, the patient initially experienced cloudy effluent and was treated with cefazolin (intraperitoneal) and ceftazidime (intraperitoneal) for the event. The cause of cloudy effluent was not reported. Pd therapy was ongoing. Patient hospitalization, patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.